Event description:
It was reported that the user¿s pump displayed prompts to connect a cgm or enter blood glucose despite the user having started a sensor, and subsequent review indicated the sensor was started using a third-party app, which prevented pairing with the pump; the user applied a new sensor and scanned it with the pump app, receiving a successful scan with connection pending. Symptoms included no adverse clinical effects. Outcomes included continued therapy with blood glucose unaffected and no alerts or alarms reported. Investigation included user education and troubleshooting, including rescanning, app deletion guidance, and use of a new sensor with the pump app. Investigation of this case revealed that the sensor was in use by another device, consistent with incompatible device pairing and expected behavior when a sensor is initiated on a non-pump application. It was concluded, based on previously established findings for similar reports, that user setup with an incompatible app was the cause.